Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Capsular contracture, baker grade unknown, side unknown.

Manufacturer narrative:
Correction: b5.

Event description:
Bilateral capsular contracture, baker grade 3, left side.

Manufacturer narrative:
Tiger aesthetics medical complaint # (B)(4). Additional information: d6b, g3, g6, h2, h3, h6, h11. Tiger aesthetics medical was not able to perform a device evaluation as the device was discarded by the customer. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Tiger aesthetics medical complaint#: (B)(4). Correction: b5. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 3-4, left-side.